Event description:
Pressure tubing from transducer to pt's femoral a-line fell apart at transducer site. A good amount of blood was found on floor. The pt required a transfusion of two units of packed red blood cells.